Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6)implanted: (B)(6)2020 product type catheter product ID 8780 lot# serial# (B)(6)implanted: (B)(6)2020 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-sep-2021, UDI#:(B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing ketamine (40 mg/ml at 77.83 mcg/day) and dilaudid (40 mcg/ml at 7.783 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was not receiving pain relief. There were no factors known at this time. A dye study was performed on (B)(6)2025. No other actions were taken. It was unknown if the event had been resolved. Additional information was from a healthcare provider (hcp) via a company representative (rep) stated that after a dye study it was confirmed there was leak in the catheter.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2020: product type catheter product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2020: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) via company representative (rep) stated that the cause of the catheter leak was unknown. The physician intended to address the issue through surgical intervention, but the rep was unaware of any scheduled appointment for the procedure.